Event description:
Hill-rom received a report from a hill-rom tech stating the foot end brake caster is not holding. The bed was located in a hill-rom svc ctr. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found during a between pt inspection the foot end brake was not holding due to normal wear and tear of the brake pads. The tech replaced the foot end brake caster to resolve the issue. Based on this info, no further action is required.